Event description:
Report received of an unrequested bolus delivery. It was reported that a pt was receiving pain mgmt therapy in the pca only mode. According to reports received, the nurse was checking the history on the pump and the pump delivered an unrequested bolus dose. The customer contact reported that when the nurse held the pump to check the history, she may have pressed against the bolus cord where it plugs into the pump. The pt pendant was not in the pt's hand at the time. The customer contact reports that the pump was immediately removed from service. There was no reported adverse pt event. Though requested, there was no further info available.